Event description:
The hub of the balloon catheter became loose on the hypotube during removal from hoop. At this point it was decided to not clinically use the product, however, after further manipulation of the balloon catheter the hub became completedly separated.